Event description:
Discordant estradiol (e2) results were obtained on two patient samples, generated on immulite 2000. The samples were repeated and the results were reported. Patients' treatments were not altered or prescribed. There were no report of adverse health consequences as a result of the discordant estradiol(e2) results.

Event description:
Discordant estradiol (e2) results were obtained on two patient samples, generated on immulite 2000. The samples were repeated and the results were reported. Patients' treatments were not altered or prescribed. There were no report of adverse health consequences as a result of the discordant estradiol(e2) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the causes of the discordant estradiol (e2) results are unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the causes of the discordant estradiol (e2) results are unknown. The instruments performing within specifications. No further evaluation of the device is required.